Manufacturer narrative:
E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image. The issue was identified after the therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cap glass was chipped, the light guide bundle at the back end was severely folded and damaged, there were water droplets inside the glass of the light guide rod, and the outer shell of the up board was cracked. A root cause could not be identified. Based on the results of the investigation, the cause of the dark image was likely due to a severely folded and damaged light guide bundle that resulted in component failure of the uc sheath light guide bundle. The event can be prevented by following the instructions for use which state: chapter 2.5 general dangers warnings and cautions caution. Risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 5.2 inspection. General inspection: make sure that the product has: - no dents, cracks, bending, or deformations. - no cuts and other defects on the outer sleeve of the cable. - no scratches. - no corrosion. - no lens damages or cover glass damages. - no missing or loose parts. Check all markings on the product for clear visibility. Chapter 8 after use. Notice risk of damage to the product pulling on the cable may damage the product. Pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.